Event description:
The customer reported being hospitalized due to high blood glucose of 276mg/dl. The customer stated that her doctor made adjustments to her basals during her visit. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was not bent or occluded. During testing also was found that the customer accidentally started a temp basal. Assisted the customer to cancel the temp basal and adjusted the normal basal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.